Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl at the time of incident and other blood glucose was 415 mg/dl, 387 mg/dl. The customer was treated with bolus. It was reported that the customer was on auto mode. The customer does not allege pump was under delivering. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was advised to follow up with health care professional if current settings need to be changed. The insulin pump will not be returned for analysis.